Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the won't auto restart after a downstream occlusion. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was found out of specification. The downstream shim was adjusted to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, it did not auto restart after a downstream occlusion alarm. There was no pt involvement.